Manufacturer narrative:
Other relevant components include: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen 4000 mcg/ml at a dose of 1140 mcg/day via an implantable pump for intractable spasticity, other spasticity, and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2017 that there was a pump ¿revision¿/replacement due to normal eri (elective replacement indicator). The date of the event was (B)(6) 2017. It was related that the pump was filled with lioresal 2000 mcg/ml and the catheter had 4000 mcg/ml baclofen and the hcp was unable to aspirate the catheter of drug. The manufacturer's representative was calling about a bridge bolus. It was noted that a back table prime was being done to the pump before connecting it to the catheter. A modified bridge bolus was discussed. It was indicated that there were no therapy issues prior to the operating room (or) case and no symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-sep-11. It was reported that the manufacturer's representative was not sure what the cause was for not being able to aspirate and did not know the patient's weight. It was noted that the new pump was functional and that the old one would not be returned. The manufacturer's representative did not know why the old one would not be returned. No complications were reported or anticipated.